Event description:
An alarm was reported by the customer, but there was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. The customer was instructed to load a new cartridge and was able to resume insulin successfully.